Manufacturer narrative:
The device was received for evaluation o1/29/25. As received, the silicone plug on the y-clave was protruding from the housing. The reported complaint can be confirmed. The probable cause is due to a high pressure infusion being infused through the microclave instead of the y-clave during use. The dfu states: "for sets equipped with clave/microclave y site: prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site." Lot history review was conducted and no nonconformities were found that would have led to the reported complaint. Additional information d9.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a 9" (23 cm) appx 0.77 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, clave¿ clear, clamp, rotating luer where we received a medwatch voluntary with MDR report mw5159531 where the report stated that a patient was brought in for angio, flushed IV- started angio, no contrast seen. They went to the check the patient, hub of new IV tubing poppoed off- contrast sprayed all over the patient, CT table and floor. They had to repeat trigger, this is the second time the user had experienced the problem. There was a 62-year-old black or african american female involved, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The device is available for evaluation- the investigation is pending.